Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient was "following a poor technique" (no further detail was provided). It was not reported if the patient was hospitalized for the event. The peritonitis was manifested by abdominal pain and turbid effluent. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotic therapy (dose, frequency and route not reported) for two weeks. On an unreported date after the completion of antibiotic therapy, the patient recovered from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.